Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The coating of the implant detached. They used another same like implant to complete the procedure. This prolonged the procedure with 3 minutes. No patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the returned product was examined and the complainants findings confirmed, a section of ha coating was missing from the product. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The suppliers report suggests that the coating could have fallen off the product during surgery after being damaged. However this cannot be confirmed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the returned product was examined and the complainants findings confirmed, a section of ha coating was missing from the product. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The suppliers report suggests that the coating could have fallen off the product during surgery after being damaged. However this cannot be confirmed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4)) is used to capture insufficient information and prolonged surgery. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the returned product was examined and the complainants findings confirmed, a section of ha coating was missing from the product. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The suppliers report suggests that the coating could have fallen off the product during surgery after being damaged. However this cannot be confirmed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added d10. Corrected h3. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.